Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Malfunctioning loaner: knee buckled when pt took a step backwards while playing pool. One time ((B)(6) 2022) pt fell when the knee buckled. Pt ((B)(6) male) received a hairline fracture (from the fall) on the neck of his femur prosthetic side. Pt needed/received surgery to stabilize fracture. Patient is a (B)(6) right transfemoral amputee and fell while wearing the loaner. He was playing pool and stepped backwards after a shot, knee buckled causing him to fall and receive a hairline fracture on the neck of his femur prosthetic side. Patient needed surgery to stabilize fracture.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Malfunctioning loaner: knee buckled when pt took a step backwards while playing pool. One time ((B)(6) 2022) pt fell when the knee buckled. Pt ((B)(6) male) received a hairline fracture (from the fall) on the neck of his femur prosthetic side. Pt needed/received surgery to stabilize fracture. Patient is a (B)(6) right transfemoral amputee and fell while wearing the loaner. He was playing pool and stepped backwards after a shot, knee buckled causing him to fall and receive a hairline fracture on the neck of his femur prosthetic side. Patient needed surgery to stabilize fracture.